Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The analysis of the returned device confirmed the reported cuff miss. Based on visual and functional analysis of the returned device, the probable cause was determined to be related to the operational context during use of the device. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the investigation, there does not appear to be any indication of a product quality deficiency.

Manufacturer narrative:
(B)(4). The safety and effectiveness of the perclose proglide devices have not been established in the following patient populations: patients with femoral artery calcium which is fluoroscopically visible at the access site. The device was received. Investigation is not complete. A follow-up report will be submitted with all additional relevant information. The other three proglide devices referenced are being filed under separate medwatch MFR numbers.

Event description:
It was reported that suture placement was attempted in the mildly calcified left common femoral artery (lcfa) and the right common femoral artery (rcfa) using the preclose technique prior to an endovascular aortic repair (evar) interventional procedure. The arteriotomy was 6fr and during the evar procedure, the sheath was upsized to a 12fr and 18fr. Reportedly, one cuff miss occurred in the lcfa and the sutures of another proglide was used successfully. Two proglides were used to successfully close the lcfa. Reportedly, a cuff miss occurred in the rcfa and a second and third device were used with the same result. The evar procedure was completed and hemostasis was achieved with the second proglide sutures in the lcfa and a surgical cut-down was performed in the rcfa and hemostasis was surgically achieved. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device. There was no reported clinically significant delay in the procedure. No additional information was provided.